Event description:
The customer states that the axsym processing cover fell on their head while troubleshooting in the axsym processing area. The customer states that they are fine and that no injury occurred.